Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is awaiting a custom broach to be completed. Patient is needing a revision surgery approximately 1 year post surgery due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.